Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the femoral and tibial components at the cement/bone interface, with pain. Depuy cement was used in the primary surgery. (Right knee).

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for the stem, sleeve, and tibial tray part and lot number combinations. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the cement was not provided. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the femoral was unavailable. Provided information states the patient has fibromyalgia and obesity. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.